Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts when opening the lid. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the lid switch, sw5.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts when opening the lid. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There were no reports of patient use associated with the reported event.